Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2021. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. Initial reporter first and last name: unknown, information not provided. Initial reporter health profession and initial reporter occupation: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. Device evaluation: the product testing could not be performed because the product was not returned as it remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model diu, came out mangled. There was no patient contact reported. No further information available.

Manufacturer narrative:
Product details were received through follow up. As a result the following fields have been updated: section d4: model number: diu150. Section d4: catalog number: diu150u210. Section d4: serial number: (B)(6) section d4: expiration date: 4/29/2024. Section d4: UDI number: (B)(4). Section h4: device manufacture date: 4/29/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.